Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, halfway through the stapling process with a sureform 45 curved-tip stapler instrument and a sureform 45 white reload, an error message appeared to pause for compression. The stapling continued, and before completion, the device jammed and a second message indicating tissue was too thick, stapling impossible appeared. This resulted in a partially severed stump of the pulmonary artery branch. Approximately 120 ml of blood loss occurred. Compression hemostasis, followed by electrical hemostasis and the application of hemostatic agent (i.e. Tachosil) was performed to control the bleeding. This issue caused a delay between 15 and 30 minutes: time required to safely remove the stapler, re-cut the partially severed stump, perform primary hemostasis, and then recheck the staple line.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. The stapler logs showed the sureform 45 curved-tip stapler instrument was installed on the system 9 times and fired 8 sureform 45 reloads (2 white, 5 black, 1 green). On installs 1, 4-6, 8 and 9, the first clamps were successful, and the firings were each completed with no pauses for compression. On install 2, the first clamp was successful but was followed by a firing failure. On install 3, no clamping or firing was attempted. On install 7, the first clamp was incomplete. The next clamp was successful, and the firing was completed with no pauses for compression. There were no stapler related errors in the logs. Concomitant device(s): sureform 45 curved-tip stapler instrument (part #480545-06).